Event description:
As reported by the user facility (translation of user facility information by (B)(4)): overinfusion: device is programmed with 500cc of sodium chloride 0,9% + ketorolaco 90 mg + dipyrone 5 gr to 20 ml/hour. Total time: 24 hours and it was in 12 hours.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently on shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.